Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a entriflex feeding tube. The customer reported the ng tube was placed in the right pluera and caused a pneumothorax which resulted in the placement of a chest tube being placed in the patient.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway, upon completion, the results will be forwarded.